Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot number h13d30129 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A review of all batch record documents was performed on potentially associated lot number h13c20114 with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception was noted for the batch but does not indicate any issues related to the complaint. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The pt experienced peritonitis manifested, fever, nausea, abdominal discomfort, and frequent vomiting. On that same day, the patient was hospitalized for the event. On an unreported date, the patient was treated with unknown antibiotics for the peritonitis. The cause of peritonitis was not reported. Two days later, the patient was discharged from the hospital. At the time of this report, the peritonitis was resolving, the pt was recovering, and dianeal therapy was ongoing. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.